Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their liberty select cycler after ending their pd treatment. The patient initially contacted fresenius after the cycler would not progress from dwell 6 of 8 o treatment. Treatment was cancelled and the patient received the air detected in cassette alarm multiple times during stat drain 6. Fluid was identified on the pumps as well as the external of the cycler set cassette. The film on the back of the cycler set cassette was not loose. However a pinhole was identified in one of the mounds. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). The patient reported they would not re-setup the cycler that night and would instead revert to manual exchange in order to complete pd treatment. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced an adverse event or required medical intervention as a result of the reported issue. The cycler set is not available to be returned to the manufacturer for physical evaluation as the patient was advised by technical support to discard it.